Event description:
It was reported that during the testing of new mcgrath 3.6v batteries at a hospital, two batteries were found to be without charge, with only the empty battery indicator flashing on the display. It was emphasized that the light on the device was on, but the image was not appearing on the display. The issue occurred at the hospital during the opening of the boxes and there was no patient involvement.

Manufacturer narrative:
D10 concomitant product (340-000-000, mcgrath 3.6v battery 340-000-000, lo# h23041404) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.